Event description:
Reported 1 false positive sars antigen results for one asymptomatic patient. The customer communicated the result was confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Source; phone.